Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was over temping. This occurred during testing. There was no physical damage. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event reported.